Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted with the device. The device was received fully fired. Functionally, the device handle was able to be actuated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. It cannot be determined when and how the shipping wedge was removed from the sulu. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic ventral hernia repair on fixing the mesh, the device could fire 13- 14 tacks normally, then the problem started when pressing the trigger while device was applied on the inner abdominal wall for fixing the mesh in laparoscopic intra peritoneal onlay mesh (ipom) repair, 1/2 tacks could not be fired completely and the tip of the device got stuck on the area of the abdomen where the tip touched for placing the tack. Somehow the device could be separated from there. No further tacks could fired and the device kept in that condition. Tack(s) were disengaged into the cavity of the patient and were retrieved. There was an extension of surgical time due to the event, the surgeon fixed the mesh using a endo suturing. The patient was alive with no injury.